Event description:
Patient presented to the physician with pain at the ipg site attributed to device positioning. Physician brought the patient into the or, repositioned the ipg to a more inferior and lateral location, re-sutured, and closed.